Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. A 3.00x12mm taxus express2 drug eluting stent was unpacked during the preparation when it was noticed that "one link of the stent was turned over". The procedure was completed with another stent. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.